Manufacturer narrative:
A company service rep examined the system and confirmed error messages in the event log. The fluidics module was replaced. The system was then tested and met all product specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4)

Event description:
Adverse event(s): "choroidal hemorrhage" (hemorrhage); "soft eye" (intraocular pressure, delayed, uncontrolled). Product problem(s): "surgeon kept raising the infusion pressure to gain the desired effect" (improper flow or infusion). A customer reported a soft eye with a choroidal hemorrhage. A technician later reported the infusion was set at 30, but the surgeon kept raising the infusion pressure to gain the desired effect. The technician reports there were no kinks or air bubbles in the tubing. The technician did not know the angle of the infusion line or the patient eye level (pel) setting. Additional information has been requested.